Event description:
During the procedure the needle on the pressure gauge jumped suddenly while the balloon was being inflated. The physician was attempting to inflate the balloon with the inflation device. The physician was turning the knob slowly and the needle of the inflation device jumped up suddenly. There was no injury to the patient.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.